Manufacturer narrative:
The insulin pump was programmed and monitored for 1 day with no blank display noted during testing. The insulin pump passed the displacement test, rewind, basic occlusion test, self-test and unexpected restart error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. The insulin pump had minor scratched display, cracked battery tube threads, broken belt clip slot, scratched reservoir tube window and cracked reservoir tube lip. No damage noted on isolation tape on lcd during testing.

Event description:
The customer's mother reported via phone call that the experienced high blood glucose. The customer's mother reported that the insulin pump had a blank display. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's mother stated that she treated her high blood glucose with insulin pen. The customer's mother stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer's mother stated that the battery compartment and spring were neither damaged nor corroded. The customer's mother stated that the battery cap was not missing or damaged. The customer's mother stated that they changed the battery prior to call. The customer's mother stated that the display did not return after cleaning the battery cap. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.